Event description:
It was reported that within ten minutes of initiated support the customer noticed that the port between the waterlines of a hls set was discharging blood as slow drips. A change-out to a new ECMO circuit was performed. Patient was still on ECMO and sedated. (B)(4). Ref. MFR #8010762-2013-00077.